Manufacturer narrative:
The device has not been returned for eval/investigation. A f/u report will be submitted when the eval is completed. Conclusion: a f/u report will be submitted when the device eval has been completed.

Event description:
The gauge face plate is arched around the "22" which causes the gauge needle to stick and does not measure pressure accurately. There was no report of harm or injury.